Manufacturer narrative:
Result: bent bracket/weldment and ball screw damage.

Event description:
It was reported by service report that the fowler cannot be lowered manually or electronically. Customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.